Manufacturer narrative:
H3: 81 other at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a motor fault has occurred on the vela ventilator during patient use. Furthermore, there was no patient harm associated with the event.